Manufacturer narrative:
Pc-(B)(4). Date sent:(B)(6) 2022. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? How was the device removed? Why was the second device used? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed?

Event description:
It was reported that during a colorectal procedure that after attaching to the anvil the device was fired but they were not able to remove the device from the patient. Rep gave surgeon instructions over the phone, but surgeon stated he was probably going to have to cut the device out to remove it. Surgeon stated that they did not hear the washer break. The case was completed with a third device, a 31 powered circular. To complete a different anastomosis. There were checking for a leak and were able to get the device out. Unknown the results of the leak. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 01/28/2022. D4: batch # 373a61. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with the anvil missing. Only casing half washer present, there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.